Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: chile. The liquid is filtered to preserve the suture and the container is stained. So there are some sutures with very little amount of liquid inside, which is doubtful of the correct preservation of the suture and its sterility; also the little amount of liquid makes the catgut very rigid and makes its maneuverability difficult.

Manufacturer narrative:
Samples received: no sample or image of the reported batch was received. Preliminary analysis: stock review: we proceed to review the available units of this product code and lot number and verify that to date there are no units in stock. Quantity produced / imported: from this product code and batch number, a total of (B)(4) units were manufactured. Distributed quantity: the traceability of this product / lot is reviewed and it is identified that all the manufactured units were sold to 4 customers in the cities of: bogotá, cali, manizales and pereira; likewise an export to chile was made. Background: the database of claims was reviewed and it was verified that to date there are no reports related to this product code, lot number and cause. Batch record / batch record: the documentation corresponding to the manufacturing of the batch was reviewed and there were no deviations or alterations during the process. Results for the batch release: the results obtained for the batch release complied with the requirements for this type of suture. Analysis of the sample (s): we have not received any sample or image of the claimed lot requested from the client, and we do not have available units; it is not possible to carry out an examination that could lead us to terminate the cause of possible reported non-compliance. In this case, a retrospective review of the lot is made; (manufacturing and traceability claims reports related to the mentioned lot). The documentation corresponding to the batch manufacturing was reviewed and no deviation or alteration was presented during the process. Conclusions: in view that we do not receive images of the claimed lot, we have determined the claim as "not confirmed". Actions: we do not proceed with the lifting of any corrective or preventive action in this regard, since the cause of the non-compliance could not be determined. The results obtained for the batch release meet the specifications.